Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with recurrent incisional abdominal hernia thereby underwent open repair with the implant of composix e/x meshes (device 1, 2). Per op notes, "a large hernia sac was noted fascial rent in midline. Two composix meshes were used on each side of defect due to large rent. The first composix e/x mesh (device 1) was placed as sublay on left side of defect and another composix e/x mesh (device 2) was placed on right side of defect using sutures." On (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per op notes, "the adhesions were freed up. The hernia sac and contents were removed. The defect was noted. The previously placed mesh (device 1, 2) had collapsed and avulsed into some of hernia sac, colon, liver. A mesh was placed to overlap the hernia defect into abdominal cavity using tacks." Note: the mesh implanted in this procedure will be considered as unknown).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This emdr represents the composix e/x mesh (device 2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.